Event description:
The patient's mother reported that the patient experienced elevated blood glucose of 300-600 mg/dl and on one occasion low blood glucose of 30 mg/dl during the first week of (B)(6) 2010. The patient's average blood glucose range before meals is 90-100 mg/dl and 180-200 mg/dl after meals. The patient's infusion site and tubing were changed more than once and they were unable to resolve the issue. The patient switched to the backup infusion device and her blood glucose decreased. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.